Manufacturer narrative:
Additional information: lot number provided. Annex d code updated. Product analysis: the device returned for evaluation. A 0.014" guidewire was loaded into the returned device. The balloon was inflated to its nominal pressure of 12atms. The balloon was deflated, and it took approximately 2 minutes to deflate the balloon. The balloon was then inflated to its rated burst pressure (rbp) of 20atms . The balloon was deflated, and it took approximately 2 minutes to deflate the balloon. Deflation time from rbp specification: = 20 seconds a visual inspection could find no issues with the inflation/deflation lumen or with the rest of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc euphora balloon catheter deflation difficulties were encountered. The balloon was very slow to deflate at the lesion site. The device was inspected prior to use and negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath or the packaging stylette. There were no difficulties noted during inflations of the device. It was detailed that the balloon was successfully inflated four times without issue. However, after the fifth inflation, deflation was extremely slow. The balloon eventually fully deflated. The device was not moved or repositioned while inflated. A 50/50 concentration of contrast/saline was used. No intervention was required to remove the device from the patient. There was no injury to the patient as a result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.